Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to, during visual inspection, have detached hook. The hook piece was not returned with the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook instrument has not been received for failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure while dissecting near cannula number 1, the permanent cautery hook instrument on number 3 was inserted, and the permanent cautery hook instrument hook tip came off. The fragment was retrieved during the same procedure.